Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle after an right lower extremity angioplasty procedure using a 6f sheath. Reportedly, while the device being advanced into the patient, the guide separated at the metal and black guide portion. The vessel was incised to remove the separated portion of the device. The vessel was damaged. Surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle after an right lower extremity angioplasty procedure using a 6f sheath. Reportedly, while the device being advanced into the patient, the guide separated at the metal and black guide portion. The vessel was incised to remove the separated portion of the device. The vessel was damaged. Surgical suturing was used to repair the artery and achieve hemostasis. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.